Event description:
It was reported that during a gastric bypass procedure, the device misfired. The surgeon did his 1st echelon flex firing on the jejunum with a white cartridge. Specifically, the outer row of staples on the 2nd stroke did not hit the anvil pockets at all. The legs of the staples were not bent at all (90*) and the surgeons could pluck out these staples from the jejunum as the crown of the staple wasn't even fixated on the tissue. Also, on the 3rd stroke, the legs of the staples on the outer row did slightly bend, however they were malformed as well. After examination on both sides of staple formation, this planing occurred only on the roux limb side of the transection. Appropriate firing technique was utilized by the surgeon and there was no articulation utilized nor tissue stuffed into the jaws. The flex worked fine on all ensuing firings during the case w/o any issues. The surgeon ended up oversewing this portion of the jejunum transection. We examined the drivers of the white cartridge in question and did not notice anything atypical.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that one device was received in good visual condition with no reload installed. Three cartridges were returned with the device. The device was functionally fired with test cartridges. The device fired without any difficulties noted. The staple and cut line was complete. The reported event could not be duplicated therefore no conclusion could be drawn.the batch record was reviewed and no anomalies were noted during the manufacturing process.